Manufacturer narrative:
At this time, this lead remains implanted and in service. No additional information is available and there are no plans to replace the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was issued through the latitude monitoring system due to a high right ventricular impedance measurement on this right ventricular defibrillation lead. The physician was notified of this alert. Additional information was received that this defibrillation lead has had pacing impedances above 1,900 ohms, but all other measurements have remained stable. No adverse patient effects were reported.